Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a colectomy procedure, the device would not staple but cut. At the time of stapling, section of the distal colon, but the clamp closed without stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient.